Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the patient experienced a mild corneal burn during a cataract procedure during sculpting. The handpiece was exchanged and the procedure was completed. Additional information is not expected. This is three of four vigilance reports being filed for this facility. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The phacoemulsification (phaco) handpiece was returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. This handpiece was received for evaluation. A visual assessment of the returned sample found dents on the irrigation line, slight herniation along the cable and a nick on the handpiece strain relief. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications the handpiece was found to functionally, meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. There was no information obtained from this customer on this event. However, some equipment was returned for evaluation. There were four (4) phaco tips returned for evaluation. There was no consumable lot number identified with this complaint. Therefore, the lot history and complaint history reviews could not be conducted. However, there was a photo attached to the related complaint files, which was reviewed by the investigation site. The photo contains two containers, one with two phaco tips with no visible damage, and the other with one phaco tip with visible deformed cannula. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Sample 1: the phaco tip was visually inspected and deemed non-conforming, wear on threads, flange corner and nut corner. Damage was observed between bevel outside diameter and bevel face. An additional test was performed to evaluate if the bend angle is in specification per the reported event of bent tip. The bend angle was measured and deemed conforming. An additional test was performed to evaluated for occlusion per the reported event of thermal injury/corneal burn, a flow test was performed and deemed conforming, sample 2: the phaco tip was visually inspected and deemed non-conforming, wear on thread and flange corned. Damage was observed on cannula close to bevel face. An additional test was performed to evaluate if the bend angle is in specification per the reported event of bent tip. The bend angle was measured and deemed conforming. An additional test was performed to evaluate for occlusion per the reported event of thermal injury/corneal burn, a flow test was performed and deemed conforming. Sample 3: the phaco tip was visually inspected and deemed non-conforming, wear on thread, damage observer in the bevel region. An additional test was performed to evaluate if the bend angle is in specification per the reported event of bent tip, related to the first samples. The bend angle was measured and deemed conforming. An additional test was performed to evaluate for occlusion per the reported event of thermal injury/corneal burn, a flow test was performed and deemed conforming. Sample 4: the phaco tip was visually inspected and deemed nonconforming, wear on threads, wrench nut, underside nut and flange corner. Scratches observed on cannula near bevel region and bevel face. An additional test was performed to evaluate if the bend angle is in specification per the reported event of bent tip related to the first samples. The bend angle was measured and deemed conforming. An additional test was performed to evaluate for occlusion per the reported event of thermal injury/corneal burn, a flow test was performed and deemed conforming. Root cause the complaint evaluation does not confirm the bent tip per related complaint files, the samples returned were conforming for bent angle. The phaco tip observed with the cannula deformed in the photo attached with the related complaint files was not received by the investigation site. The evaluation does confirm damage in the four(4) phaco tips that were returned, with visible signs of wear cause for possible use. How and when the damage occurred cannot be determined from this evaluation. Due to the reported ¿thermal injury/corneal burn¿ and because a prolonged occlusion can cause thermal injury/corneal burn, an additional assessment for occlusion was performed. The issue of ¿occlusion¿ was not determined from this evaluation. A prolonged occlusion is detected by an audible tone. The complaint evaluation does not indicate the reported events are manufacturing related. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification handpiece was received and a visual assessment of the returned sample found dents on the irrigation line, slight herniation along the cable and a nick on the handpiece strain relief. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet product. The handpiece met functionally product specifications. Therefore, the customer reported event could not be confirmed. Unrelated to the reported event, herniation along the cable, a nick on the handpiece strain relief, and dents on the irrigation line were observed. However, how or when the nonconformities occurred remains inconclusive. The handpiece was found to meet functionally specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).